Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went on-site to evaluate the suspect device. An investigation was performed and the fsr was unable to duplicate the reported event. Per customer satisfaction, the fsr replaced the front panel assembly. The fsr reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; the touchscreen would not respond. The issue occurred during patient-use. The customer reported the ventilator was pulled and is awaiting service. The customer reported there is no patient consequence associated with the event.